Manufacturer narrative:
The insulin pump was received with battery cap broken and stuck with battery inside the battery tube. We were unable to perform the functional testing, including the operating currents test, self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to battery cap broken/stuck inside battery tube. The insulin pump had cracked battery tube threads, and minor scratched display window.

Event description:
It was reported via phone call that the insulin pump alarmed low battery and has a broken battery compartment. The customer's blood glucose was 208mg/dl. Advised customer to discontinue the use of the insulin pump and revert back up plan.